Event description:
It was reported by service report that the bed needed to have the fowler weldment box field notification performed. No adverse consequences have been reported.

Manufacturer narrative:
Result: fowler weldment box.